Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stopped communicating with server multiple times. A field service engineer (fse) inspected and found to have no internet connectivity from the hospital line. To verify, a different ethernet cable was used and plugged into a laptop, confirming the absence of internet. The customer was advised to contact the hospital it department to resolve the issue with internet availability.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station has stopped communicating with the server multiple times. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.